Event description:
Per the information provided to co by the physician's office, the device was removed as it "was not functioning as intended". As reported to co a mentor 2-piece inflatable penile prosthesis was removed and replaced with a mentor 3-piece inflatable penile prosthesis.

Manufacturer narrative:
Add'l info rec'd on 10/1/1997 stated that the "pt's device broke" and that the tubing had cracked. The return of explanted components has been requested. At this time, no response has been rec'd. Without the benefit of examination and testing, qa is precluded from commenting on the condition of the device or the cause for this occurrence. Should add'l info or the device be rec'd, qa will file an addendum to this report if required.